Event description:
It was reported that the programmer during boot up keeps rebooting and takes a very long time. Technical support (ts) suggested the caller try a false connection to the software distribution network (sdn) to put the programmer into a long boot. If not successful, return for repair. The status of the programmer is unknown. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).